Event description:
(2/2 reference (B)(4) for related complaints) per email (documenting cassette): spoke with patient and pump says no disposable clamp tubing. Silenced, reviewed settings and alarm persisted. Closed clamp and removed the cassette. Gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and alarm persisted. Powered pump off and removed cassette again. Gently tapped cassette and massaged tubing to disperse air bubbles in the line. She tried to move green flow stop but she states it does not move. Replaced cassette and powered pump on- alarm persisted. Powered pump off. She has an appointment today. She is going to call the clinic now to see if she needs to come in early. No further questions at this time.